Event description:
It was reported that the lens jammed and shattered. There was no patient contact. Through follow up it was confirmed that the body and haptics of the lens were damaged. No further information was provided.

Manufacturer narrative:
Per regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: if implanted, give date: not applicable, device was not implanted. Explant date: if explanted, give date: not applicable, device was not implanted, therefore not explanted. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 22-apr-2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the complaint simplicity was received inside of the original folding carton. Visual inspection under magnification revealed that the plunger rod of the handpiece was fully advanced and the screw damaged and removed from the handpiece. The lens was also revealed to be stuck in the cartridge and overridden by the plunger rod. The plunger rod tip was observed to be bent. A bulge in the cartridge could be identified where the lens was stuck as well. The external assembly was inspected and no further external issues were observed. The damaged screw may be attributed to retracting the plunger rod after the lens was overridden by the plunger rod. The complaint issue "stuck in cartridge" and "lens damaged" were observed during product evaluation while haptic damaged was not confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.